Event description:
Pt undergoing a nail trephination, sustained a small area of redness due to the cautery throwing off a small flame. No blistering. Hand treated with silvadene and pt discharged to home.